Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extension line of the proximal lumen was found detached from the luer hub during placement of the catheter. Therefore, the catheter was removed and replaced with a new one. The catheter was cut at about 37cm to remove it easily when removing. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for analysis. Signs of use in the form of biological material were observed. The catheter body was intentionally cut while in use; the customer stated: "the catheter was cut at about 37cm to remove it easily when removing." Visual analysis revealed that the proximal luer hub was separated from the extension line adjacent to the luer hub. No anomalies were observed with the distal extension line and luer hub. Visual and microscopic analysis confirmed a portion of the proximal extension line was still molded within the separated luer hub. The separation between the proximal luer hub and extension line was measured at 107mm from the juncture hub. The outer diameter of the proximal extension line measured 0.0955", which is within the specification limits of 0.093" - 0.097" per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured 0.057", which is within the specification limits of 0.055"-0.059" per proximal extension line extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the proximal extension line was separated from its luer hub. A portion of the extension line was still molded within the separated luer hub. Based on the appearance of the damage, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that the extension line of the proximal lumen was found detached from the luer hub during placement of the catheter. Therefore, the catheter was removed and replaced with a new one. The catheter was cut at about 37cm to remove it easily when removing. No injury to the patient occurred.